Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump button error. Customer¿s blood glucose was unknown at the time of incident. The customer also reported that the insulin pump was rejecting new batteries, insulin was squirting out during priming. Customer stated that insulin pump had deep scratches and harder to see. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a minor scratched lcd window. Device was received with no button response due to unlocked lcd keypad connector. Unable to verify unexpected battery power loss, failed battery test or failed battery alarm, a33 alarm, priming anomaly and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test due to no button response. (B)(4).